Manufacturer narrative:
Correction d3 and g4. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. G4: combination product: add no (previously blank) additional information: h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the female connector and main body of the twist clamp. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue due to an inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body of the minicap transfer set; further described as, "the transfer set navy blue part was loose." This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.